Event description:
During preventative maintenance (pm) on 05/17/2023, the autopulse platform (sn (B)(6)) failed the load cell characterization test. No patient involvement.

Manufacturer narrative:
During preventative maintenance (pm) on 05/17/2023, the autopulse platform (sn (B)(6)) failed the load cell characterization test. The root cause was due to a failure of single point load cell #1. The cracked front enclosure and load cell failure were likely attributed to mishandling such as a drop, or the age of the platform. The autopulse platform was manufactured in 2009 and is over 14 years old, well past its expected service life of 5 years. Upon visual inspection, the front enclosure was observed to be cracked. The observed physical damage appeared to be the characteristic of user mishandling. The front enclosure was replaced to remedy the issue. The autopulse platform passed the initial functional testing. However, the platform failed the load cell characterization test due to a failure of single point load cell #1. Single point load cell #1 was under-reporting and was replaced to remedy the failed test. Unrelated to the load cell issue, the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. After the service, the platform passed the load cell characterization test without issue. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).